Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Unit received with blank display due to moisture damaged electronic assembly. Also moisture damage motor and vibrator during visual inspection. Unable to perform operating current test, a21 error test, displacement test due to blank display.

Event description:
The customer reported via phone call that insulin pump was exposed to moisture. The customer¿s blood glucose level was 136 mg/dl at the time of incident. Customer stated that there was fluid under the display. The product will be returned for analysis.